Manufacturer narrative:
Device analyzed by the manufacturer. The device was returned for analysis. Only the main coil and introducer sheath were returned for this complaint; the delivery wire was not returned. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened; however, blood residues were found inside. The main coil was found kinked, besides, the fiber bundles had blood residues. The main coil was not broken. No more damages were found. The delivery wire was advanced through the introducer sheath, but some resistance was felt during the release of the main coil. The zap tip has a smooth surface. The main coil was found kinked. The interlocking arm was in good condition. Dimensional inspection of the coil that could be measured were performed and were within specifications.

Event description:
It was reported that the coil broke and remained inside the patient. The mildly stenosed target aneurysm was located in the mildly tortuous iliac artery. A 15mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil released in an improper position with only half in the anatomical position. When pulled back, the coil fractured in the middle part and the fragment remained inside the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient is stable.

Event description:
It was reported that the coil broke and remained inside the patient. The mildly stenosed target aneurysm was located in the mildly tortuous iliac artery. A 15mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil released in an improper position with only half in the anatomical position. When pulled back, the coil fractured in the middle part and the fragment remained inside the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient is stable.